Manufacturer narrative:
Calibration was last performed on 04-may-2023. The qc data recovery provided was acceptable. The alarm trace showed 3 sample-related alarms on the day of the event. It was found that the customer centrifuges samples at around 1500 x g. The manufacturer-recommended force is 2000 x g. The customer also uses a fixed-angle centrifuge rotor while a swing bucket is recommended. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined. H3 other text: na.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 218 ng/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 6.45 ng/l. The analyzer serial number is (B)(6).